Event description:
It was reported that during implant attempt, the device could not be interrogated on the sterile field either with or without the programming wand. The device could be interrogated near the programmer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.